Event description:
Procedure type: unknown. According to the reporter: the needle tip broke during internal suturing on soft tissue. It took more than 30 mins. To find the tip on the operating room floor. Another suture was used to complete the procedure.

Manufacturer narrative:
This complaint was initially reported as a malfunction, however, further information was received on 05/06/2008 and made this a reportable serious injury event.